Event description:
Additional information was reported indicating that myopotential noise oversensing was observed. It was noted that this was likely from the pacing configuration being switched to the unipolar configuration. Further troubleshooting was going to be performed. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that there was an alert for high out of range pace impedances on the right ventricular (rv) lead from another manufacturer. The pace impedance was reported to be steadily rising. The patient only paces in the right ventricle, 4 percent of the time, thus the physician will continue to monitor. When patient comes to clinic next, they will perform isometrics and pocket manipulations, and consider programing the configuration to unipolar pace, bipolar sense. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.